Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when the asymptomatic patient presented a merlin transmission, post-sensed t-wave oversensing was observed. The patient received inappropriate hv therapy as a result of oversensing. The device was reprogrammed. Patient was fine.